Manufacturer narrative:
The reported event of unable to untighten the v-setscrew to remove the ventricular lead was confirmed. Analysis revealed the v-setscrew was stripped by the user/physician while trying to untighten it. No device anomalies were found. This is considered a user related anomaly.

Event description:
It was reported that during a procedure, the set-screw of the pacemaker (pm) was stripped. The physician was unable to successfully loosen the set-screw to remove the lead from the header of the pm. The pm was explanted and replaced on (B)(6) 2026. The patient was stable throughout.